Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles and nodules and particles in his lungs. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report state is no mentioned. In this report state/box e is updated or corrected.